Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea/cramps') in an adult female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and uterine haemorrhage had resolved and the dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: satisfactory occlusion - the fallopian tube is occluded at the cornua. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs and mr received- new events abnormal uterine bleeding, dysmenorrhea, abdominal pain and dyspareunia were added. Reporter information, patient date of birth, essure dates and lot number, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea/cramps') in an adult female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and uterine haemorrhage had resolved and the dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: satisfactory occlusion - the fallopian tube is occluded at the cornua. Lot number:787221, manufacturing date:2010/09, expiration date:2013/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.